Event description:
Drive devilbiss healthcare is the initial importer of the device. The enduser was using the cane in a parking lot when allegedly the cane bowed at the first joint causing him to fall on his right shoulder. He was taken to the hospital for x-rays and was found to have a bruised elbow. He was sent home with no pain medication.